Event description:
Customer reported being hospitalized due to low blood glucose. Prior to hospitalization, customer stated, he had primed while connected to insulin pump. Troubleshooting was not performed at the time of this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.